Manufacturer narrative:
No device, imaging studies or hospital or medical records have been available, and based on very limited information provided it is difficult to comment on the reported filter fracture and one failed retrieval attempt. Unknown whether or not the filter fractured during failed retrieval attempt or during filter implant period. Filter and fractured strut was successfully removed at another facility. However, changes to the filter configuration and to the filter placement are known to cause stress and possibly fracture to the filter wires due to e.g. Respiratory movements. Also, scientific literature describes that manipulation in the area of filter placement could contribute to changes in filter configuration. Fractures of the wire is an uncommon, but known risk in relation to filter implant. The exact reason for the filter fracture and one failed retrieval attempt cannot be determined based on the limited information provided. Monitoring of similar reports will continue.

Event description:
Description of event according to complainant: female (B)(6). Filter was placed in (B)(6) 2013. Failed removal attempt on (B)(6) 2014. Fracture was discovered during a retrieval. One arm broken off and sitting loose in right renal vein, end caught in top of filter. Removed separately from tip-embedded filter, both without much difficulty. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.